Event description:
When using new tourniquet on patient for a blood draw, while pulling it, the tourniquet broke, allowing the tech to accidentally strike the patient in the face. Patient experienced pain. No permanent injury/harm to patient or staff.what was the original intended procedure?blood draw.device #1is this a laboratory device or laboratory test?no.